Event description:
The patient was having a robotic assisted laparoscopic radical prostatectomy with extended bilateral pelvic lymph node dissection when one of the robotic arms froze, and then pulled away, causing the surgeon to lose functional control, and the arm pulling a small piece of tissue from the patient. The surgery was able to continue with the affected arm being removed from the surgical field. This event did not cause the patient any immediate/lasting injury.